Event description:
Base charger for my philips sonicare toothbrush caught on fire. Incident location: home/apartment/condominium - (B)(6). Purchase date: (B)(6) 2014. This date is an estimate. The product was not damaged before the incident. The product was not modified before the incident. No answer after leaving 3 messages. (B)(4).